Manufacturer narrative:
The sample was not returned to nwm; therefore, the issue reported could not be confirmed. The serial and lot#s were not provided. If additional information, or if the product is returned to new world medical for evaluation, this report will be updated.

Event description:
Intraocular pressure is not going down after an agv was implanted. This is the second case of pressure not going down after implanting the valve.